Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-10. H6: investigation summary: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received two sets of miscellaneous extension tubing, a catheter adapter assembly, and four photos. Upon inspection of the received catheter adapter assembly, it was found that the inside of the luer adapter appeared to be damaged. A leak test was performed and leakage was observed. The reported defect was confirmed. The damage is likely due to misalignment during the manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that insyte autoguard bl 22ga x 1.0in tubing could not accept. The following information was provided by the initial reporter: this is a report about a connection issue of insyte autoguard. The customer reported as follows: after placing the catheter, the hcp connected to top's extension tubing but could not connect. When using another extension tubing, the connection failed. The hcp thus withdrew the catheter.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autoguard bl 22ga x 1.0in tubing could not accept. The following information was provided by the initial reporter: this is a report about a connection issue of insyte autoguard. The customer reported as follows: after placing the catheter, the hcp connected to top's extension tubing but could not connect. When using another extension tubing, the connection failed. The hcp thus withdrew the catheter.